Event description:
Baxter (B) (4) reported that an occluder foot on a transfer set was broken after 60 days of use. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B) (4).